Event description:
The customer reported that the unit was in vent nop condition, the manufacturer field service engineer noted an occurrence of pressure sensors failure. The device was not in use therefore there was no patient involvement or harm. As noted, failure of the pressure sensors may affect the accuracy of the system pressure measurement and result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The service engineer reseated the da to mc cable to address the reported problem. Performance verification testing was completed and passed per operating specifications. Applicable final testing was performed to operating specifications and tests passed.